Event description:
On march 8, 2012 the reporter, the patient's wife, contacted animas to report the pump went into the suspend mode without user intervention. The keypad was reportedly intact. The patient noted that since (B)(6) 2012 he had obtained blood glucose readings ranging from 180 mg/dl to 200 mg/dl, and he experienced the symptom of "feeling awful." The patient did not seek any medical attention. The patient did not suffer an adverse event due to the reported pump. However, as the pump issue was not resolved, this complaint is being reported.

Manufacturer narrative:
The pump has been returned to animas; however, the investigation has not been completed. No conclusions can be drawn at this time. Once the evaluation has been completed a supplemental report will be filed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
(B)(4): the keypad was found to be intact. All of the buttons were responding normally and there were no sticking or hypersensitive keys. The keypad was removed and no button contact defects were found.